Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker exhibited an abnormal behavior because the battery had gone from nine years remaining to three. Additionally, it was not pacing as expected. Technical services (ts) was contacted and reviewed the information available and referred the patient to follow up with the health care professional (hcp). This pacemaker remains in service. No adverse patient effects were reported.